Manufacturer narrative:
H3: the ratcheting handle was returned to the manufacturer for analysis. Analysis found that the returned ratchet handle mechanism was broken and had separated from the unit. Therefore, it was no longer usable as it would not ratchet in either direction. Analysis found that the reported event was related to an mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the ratcheting handle would not connect to the probe. It then broke and was no longer usable. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.